Event description:
Two endeavor drug-eluting stents were implanted (overlapping) in the proximal lad. (MFR report# 2953200-2008-01251). Patient was asymptomatic / free of symptoms at 30 day; 6 month and 12 month follow up. Approximately 21 months following stent implant, stent thrombosis was reported to have occurred. A new onset of stress-angina at low workload was reported. A revascularization was performed as a result of this event. Relationship to endeavor is definitive. It is reported that a ptca revascularization of the proximal lad was carried out approximately 21 months following stent implant. Patient was asymptomatic at 24 month follow up.

Manufacturer narrative:
Required secondary intervention - labeled yes. Evaluation results - thrombosis.